Event description:
The reporter stated that the product that had a lot expiration date of 07/2009 was implanted during a surgical procedure that was done on (B)(6) 2009. The surgery on the right wrist involved a repair of the digital nerve. There has been no adverse outcome for the patient reported to date.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.